Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation confirmed a single occurrence of the system fault 74 and in-house testing could not reproduce the device fault. Based on all available information and previous investigations of similar complaints, it was determined that the reported event was due to an isolated software issue. The device software was updated to address this issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.